Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo peanut. The cotton tip was detached from the device with no evidence of adhesive. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of an inadequate amount of adhesive on the device; this was identified as a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated to track this failure mode and/ complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
New product was used to correct the issue. Current status of the patient is fine

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a lap inguinal procedure, the cotton tip fell off the device. There was no patient involvement. No patient injury/hazard. There was no user involvement. No user injury/hazard. There was no re-operation, etc. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment left in patient.